Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause and patient weight was not known. The issue was not resolved at the time but was improving. The provided information was confirmed with the account/physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regrading a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient is still in hospital due to arm and leg weakness. MRI was conducted tuesday ((B)(6)) with unknown results to caller -- implant occurred monday night ((B)(6)). No further complications were reported.